Event description:
The lead was returned to the MFR for analysis because the lead broke after connecting the lead with the extension. When the physician tried to pull the connection out of the incision, the lead broke, the contacts remained inside the connector.

Manufacturer narrative:
Preliminary device analysis was not complete on the date of this report. A follow up report will be sent when device analysis is complete.